Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) cartridge compartment ssue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings:.cartridge compartment cracked at the threads w/piece of case missing. Battery compartment crack at case seal below the bumper. Crack between case seal & display lens corner. Unrelated, the display is dim/fading (pink).